Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no pump reboots. There was no visible damage to the battery cap, and the pump powered on with the returned battery cap. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of internal moisture or damage found inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored, and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Compartment is cracked at the bottom near the cover. All keys are fully responsive and able to navigate between alkaline and lithium battery types on the verify screen with no issues. Pump current draws measure with in required range..#3. Pump was exercised for 24hrs with returned battery cap and returned cartridge cap; no power issues were duplicated. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Unable to duplicate the complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. Reportedly, after replacing the battery the reporter was unable to maneuver pass the verify screen after verifying the battery type. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.